Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). The other haptic was bent-distal area. The optic was scratched and the optic was torn/split/cracked into two pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. (B) (4). (B) (4).

Event description:
A nurse reported that following implantation of an intraocular lens (iol), the surgeon noted the haptic was bent very close to the optic. The incision was enlarged and the iol was removed and replaced. Following the insertion of the new iol, a capsular bag rupture was noted. An anterior vitrectomy was performed. Additional info was requested. There are two medical device reports associated with this event. This report is for the first lens.